Event description:
This pt was undergoing a surgical gyn procedure. Per the operating room report, a ligasure device became adherent to the mesosalpinx and was released by the surgeon through gentle back traction. On release, the mesosalpinx was inspected, and a small raw area was seen which required cautery. From this intervention, the surgeon was able to obtain hemostasis.